Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records identified that patient's stiffness and limited rom were unresolved, and an ongoing issue. Device history record (DHR) was reviewed and no discrepancies were found. Per package insert, pain and poor range of motion are known potential adverse effects of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D11: cat#: 42532007502 tibia cemented 5 degree stemmed right size f, lot# 63322486. Cat#: 42540000035 all poly patella cemented 35 mm diameter, lot# 63256511. Cat#: 42521000512 articular surface fixed bearing cruciate (cr) right, lot# 62324474. G3 report source/foreign: UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00369, 0002648920-2019-00368, 0002648920-2019-00370.

Event description:
It was reported patient reported pain, stiffness, and a range of motion at 76 degrees approximately one month post-operative visit. The patient was instructed to increase physical therapy exercises. Approximately 6 months later patient reported continued pain, stiffness, and a range of motion measured at 86 degrees. Treatment included increased physiotherapy which had a good effect. No further range of motion reported regarding this range of motion at patient¿s 2 year follow-up. Attempts have been made and additional information on the reported event is unavailable at this time.